Event description:
During surgery repositioning pin broke at the thread portion. The thread portion remained implanted in the pt.

Manufacturer narrative:
Investigation in progress, but not yet complete.